Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "possible rupture.¿ device remains implanted.

Event description:
Healthcare professional reported right side "possible rupture.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in the shell, no openings, creases fold, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Micro analysis of the device identified wear abrasion. Based on the device analysis the final assessment was no issues found related with the manufacturing process.